Manufacturer narrative:
(B)(4). Statement from manufacturer: define: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition, clamp clip is closed and no wing cap is observed at the returned pump. Big top cap is opened and discofix cap is removed. Observed crystallized residue at filling port and discofix cap. Additionally, detected crystallized residue at filter and male luer lock. Clamp clip is released. No flow is observed. The complaint sample is left for 30 minutes. The pump remained not flowing. The complaint sample is blocked. No other deviation is observed. Analysis: complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at point a (microbore tube, before male luer lock). No flow is observed. Therefore, section a is ruled out from the possible contributor of blockage. Proceed dissection at point b (filter hub, microbore tube side). Flow is immediately observed. Suspect microbore tube and filter connection is blocked. Section a and b are brought back to bmi for decontamination and further investigation. The rest of the pump are disposed at the hospital. Section a and b are manually purged with some air using syringe to check for flow. Section a is flowing, however, section b is blocked. Section b is then further dissected into section b-I (microbore tube + filter) and b-ii (microbore tube only). Then, section b-I and b-ii are tested with leakage test. Found section b-I is blocked. Meanwhile, section b-ii is flowing. Therefore, section b-ii is ruled out from blockage contributor. Section b-I is then viewed under smart scope. Found section b-I is blocked due to excess glue at microbore tube. Conclusion: complaint sample is blocked due to excess glue at microbore tube. Therefore, the complaint is considered as justified. Corrective measures have been initiated and are documented under CAPA (B)(4). Justification: justified.

Manufacturer narrative:
(B)(4). We received one used, (filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. In as-received condition the white clamp was closed and the patient connector was open. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected no solution (liquid) or crystallized drug residues at the filling port (lli-cone). Further on, we detected no residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. A functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test was carried out again. Subsequently the pump did not work (solution was not running). Leaks were not detected. The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): easy pump did not flow, it is blocked and faulty. This occured during therapy, so patient therapy interrupted.